Event description:
Healthcare professional reported that during the implant procedure the valve was sutured and they were removing the clamp from the ascending aorta when the pt experienced irregularities on the ECG. The surgeon observed for a period of time and felt that the disc was not opening completely. The valve was explanted and placed dry in the original container. It was returned to medtronic for evaluation approximately 3 months post explant.

Manufacturer narrative:
H10. This follow-up report is to provide add'l results and conclusion codes based on the completed product evaluation. Conclusion: functional and dimensional analysis found the valve to meet all specs. Conclusion: no product failure was detected and the product performed as intended. As there was no valve related cause identified for the reported event, it is likely that any intermittent impingement that may have occurred was due to anatomically causes.